Event description:
On 10/31, a fasting blood glucose test was performed by a visiting nurse on the pt, an 81 year old niddm. The result was 140 mg/dl. The pt was given his usual morning dose of insulin and ate breakfast. His spouse stated that "things didn't seem right" with him, therefore, they took him to the hosp at 9 or 10/a. A blood glucose result upon arrival was "400" (method unk). He was given an insulin injection (amount unk) and admitted to the hosp. The diagnosis was reported as "neuropathy." The pt remains hospitalized awaitging trnasfer to a nursing home. Calibration (checkstrip) test performed on 11/1 indicate that the meter is out of calibration low. The range is 70-92, with results of 67, 71, 68 and 69.

Manufacturer narrative:
Co has completed co's investigation of the above MDR incident listed and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, or some unk anomaly. At this point co's investigation of this matter is closed.